Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9282950. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011:(B)(6) center. (B)(6) md. Operative report. Preoperative diagnosis: large hiatal hernia. Postoperative diagnosis: large hiatal hernia. Procedure: laparoscopic nissen fundoplication for a large hiatal hernia with gore-tex dual mesh reinforcement with repair. Partial omentectomy. Anesthesia: general endotracheal. Assistant: mark pyles, md. Estimated blood loss: 50 cc. Drains: a 7 mm flat in the mediastinal hernia sac. Complications: none. Specimen: portion of omentum and mediastinal hernia sac. Technique: ¿after the patient was identified, he underwent general anesthesia and was sterilely prepped and draped in usual fashion. The abdomen entered bluntly under direct visualization with the laparoscope using a blunt-tip trocar at the umbilicus. A 12 mm trocar was placed in left upper quadrant midclavicular line, a 5 mm in the lateral left upper quadrant anterior axillary line, and 5 mm in the right upper quadrant midclavicular line and stab in the subxiphoid area, and a nathanson retractor placed to retract the left lobe of the liver. The area of the diaphragmatic hiatus was inspected, and there was a very large hiatal hernia with majority of the stomach and a large portion of omentum herniated up into the chest. These structures were reduced, and then the peritoneal hernia sac was dissected free of the mediastinum using harmonic scalpel dissection. There was an avascularized portion of omentum incarcerated in the sac, and this was amputated using harmonic scalpel. Hemostasis was obtained with vicryl endoloops. The hiatal hernia repair was then accomplished with interrupted ethibond suture behind the ge junction. One tip was placed anteriorly. Repair was done over a 60-french dilator to prevent overtightening. Repair was reinforced with gore-tex dual mesh which was cut in a u-shape leaving roughly a 2.5 cm opening, and this was secured to the crura with interrupted ethibond sutures, and the tails were secured anteriorly to complete the 360-degree closure around the hiatus. Additional protacks were used to hold the mesh to the diaphragm. A 360-degree nissen fundoplication was then accomplished over a 60-french dilator using interrupted ethibond suture. One suture was used to secure the wrap to the anterior esophagus to prevent unwrapping. The area was irrigated afterwards and was inspected for bleeding or injury, none was found. A 7 mm flat drain was placed through the left upper quadrant trocar site and placed in the mediastinum to prevent fluids accumulating in the space left by the large hernia sac. This was held in place at the skin with prolene. The fascia of the umbilicus and all remaining skin tissues were closed with 0 vicryl. The patient tolerated the procedure well and taken to recovery area in stable condition.¿ (B)(6) 2011: (B)(6) hospital center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 9282950. W.l gore & associates. [Handwritten] 10 x 15 cm. Expiration: 2016-05. The records confirm a gore® dualmesh® biomaterial (1dlmc03/9282950) was implanted during the procedure. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent hiatal hernia and dehiscence of fundoplication; gastroparesis. Postoperative diagnosis: same. Patient active problem list: pain in limb, hallux rigidus, kidney disease, chronic, stage iii (gfr 30-59 ml/min), hiatus hernia. Operation: laparoscopy; repair recurrent paraesophageal hernia; for hiatal hernia repair; with mesh prosthesis utilized previously implanted gore dual mesh for primary repair. Laparoscopy, esophageal fundoplication; dorr 270 degree anterior fundoplication. Laparoscopy; pyloroplasty. Upper gi endoscopy, simple primary examination. Modifier 22: significantly increased mental and technical effort due to previous mesh hiatal repair with migration and adherence to esophagus and stomach. Assistant: robert khoo, md. A qualified resident was not available. Asa: asa physical status 2 ¿ a patient with mild systemic disease. Anesthesia: general endotracheal anesthesia and local anesthesia 0.25% bupivacaine; ivf; 2500 ml crystalloid, 250 ml albumin. Urine output: 250 ml. Estimated blood loss: 10 ml. Operative time: 300 mins. Findings: type 2 hiatal hernia with 5% of stomach within mediastinum. The fundoplication had dehisced and the tip was herniated adjacent to the esophagus. It was fixed to the mesh which had partially migrated within the mediastinum. This created a blind channel just below the gej. Diastasis of crura: 5.5 cm. Specimen: frozen: none. Permanent: none. Drains: foley catheter. Endostaplers: 0-none. Intraoperative adverse events/complications; none. Indications and history: the patient is a 74 year old male with dysphagia and recurrent hiatal hernia. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, misplacement of the tube, injury to the bowel, bladder or blood vessels; and creating a complication requiring transfusion or operation were discussed with the patient who freely signed the consent. The patient concurred with the proposed plan, giving informed consent. Description of operation: ¿the patient was seen in the holding room and the site of surgery properly noted/marked. The patient was taken to operating room gmc or 09, identified as albert sweitzer and the procedure verified as laparoscopic repair of recurrent paraesophageal hernia; possible laparoscopic collis gastroplasty with partial gastrectomy; laparoscopic fundoplication; esophagogastroscopy; possible pyloroplasty, possible open incision. The patient was identified and the procedure and site were verified. A time out was held and the above information confirmed. Time out: patient identified; yes. Antibiotics ancef 2 gm IV. Dvt prophylaxis subq lovenox 30 mg. Teds knee high. Allergies confirmed yes. Position supine. Lateralization none. Special equipment confirmed yes. Implant of foreign object: yes. Explant of foreign object: no. Prep is dry: yes. The patient was taken to the operating room and placed in the supine position. Upper endoscopy: see provation for documentation. Abdominal cavity access. Laparoscopic. The skin was infiltrated with local anesthetic and an incision was made. Initial entry into the peritoneal cavity was made with visual access port port [sic] in the left epigastric and insufflated the abdomen to 15 mm pressure. Under direct vision, we then placed additional ports. Right epigastric applied 8mm. Left epigastric applied 5 mm. Right subcostal applied 5 mm. Left subcostal applied 5 mm. Right flank applied 5 mm. 3) mobilization. We began by dissecting omentum off the left lobe of the liver and stomach. This took about 25 mins. A liver retractor which was used to elevate the left lobe of the liver. We began our dissection by mobilizing the caudate lobe and exposing the right crus with the gore mesh. We then very meticulously dissected the fundus which was dehisced posteriorly from the mesh. This exposed the mediastinum. The dissection was continued posterior to the esophagus and the junction between the right and left crura was identified posteriorly. The short gastric vessels along the greater curvature through the splenic hilum up to the level of the left crus were divided. Very few had been mobilized in the primary operation. The esophagus was freed from the left crus and the mesh was exposed. Again, very careful dissection was required to mobilize the fundus and the esophagus from the mesh. Neither the anterior and nor posterior vagus nerves were well visualized during the dissection. We placed the endoscope and were able to mobilize the esophagus from the mediastinum. There were no enterotomies although there was a serosal dissection of the mobilized fundus. This was repaired with 2-0 silk suture. The gastroesophageal junction was carefully inspected and with extensive mediastinal mobilization the gastroesophageal junction was 3 cm below the hiatus indicating adequate esohpaghageal [sic] length. 4) cruroplasty. The mesh was trimmed and was well incorporated into both crura. This was used to close the crura posterior to the esophagus with interrupted 0 silk within about 5 mm of the esophagus. The left hemidiaphragm was mobilized from the hernia sac and adhesions to minimize tension. 5) fundoplication. No bougie was utilized for the creation of fundoplication. We performed an anterior 270 degree wrap (dor) of the fundus. A total of 9 2-0 silk sutures were used with the anterior-most sutures also secured to the hiatus. There were 0 cm of intrabdominal esophagus above the fundoplication. 6) pyloroplasty. We performed a heinecke-mickulicz pyloroplasty incising the pylorus longitudinally. It was closed transversely in two layer using 3-0 silk and 2-0 vicryl. An omental patch was secured to the second layer of suture and the margins were marked with a surgical clip. The liver retractor was removed. All ports and insufflation were removed. The subcutaneous was irrigated, and the skin was closed with 4-0 monocryl and dressed. All counts were correct. The patient tolerated the procedure well, was extubated in the operating room, and taken to the pacu in stable condition.¿ attestation: I was present and scrubbed for the entire procedure. 11/13/14: [missing records: a pathology report detailing analysis of the device removed during the 11/13/14 procedure was not provided.] Records span (B)(6) 2011 to (B)(6) 2014 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6)2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "revision of recurrent hiatal hernia; mesh migration; mesh adhesion." Additional event specific information was not provided.